Manufacturer narrative:
The reported events were lead dislodgement and sensing anomaly. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The reported event of sensing anomaly was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-10965. It was reported that during routine interrogation, atrial signals were found to be in line with ventricular signals. Dislodgement was confirmed. A procedure to extract the atrial lead was performed. During the procedure and lasering of the atrial lead, loss of ventricular capture was observed and ventricular pacing impedance values decreased. Damage of the ventricular lead during lasering was suspected. The ventricular lead was extracted. Both leads were replaced. The patient was stable before, during and after the procedure.